Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately tortuous lesion (90 percent stenosis degree) in a severely tortuous part of the proximal rca. Although it was difficult to engage the guiding catheter (gc), the lesion was crossed with a guideliner 6f. Pre-dilatation was performed. The gc came off but could be re-inserted with difficulty. The orsiro mission was inserted but could only be advanced about 20 cm from the proximal part of the guiding catheter. Therefore, the entire system was removed from the body and the stent was found to be dislodged from the balloon inside the gc. The gc was twisted and kinked.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the inner diameter of the 6f guideliner extension catheter is 0.056 inch (1.42 mm) and therefore fulfills the requirements specified in the orsiro mission IFU.